Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 554 mg/dl. Customer also had blood glucose values such as 205, 480, 485, 463 and 380 mg/dl. The customer also reported that the insulin pump alarmed with insulin flow blocked alarm and it was resolved by infusion set change. The insulin pump will not be returned for analysis. Mio mmt-975.